Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while resection of stomach, the grip accepted the loader and it could tighten but impossible to trigger stapling and the system could not be engaged. The surgeon could not press the green button but could squeezed the handle. They changed the stapler by another one to complete the case. There was no patient injury.